Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, and no abnormalities were found. The sheath was tested for leaks and failed all leak testing. The device was examined on the microscope and a tear in the flush lumen was found. No significant damage was noted on the valves. Based on all available information, the cause traced to device design conclusion code was selected for the visible air/bubbles allegation. It was found that there was a tear in the flush lumen close to the side port, where the adhesive filet bonds the lumen to the hub of the sheath.

Event description:
It was reported that during preparation of an atrial fibrillation (a fib) ablation - pulmonary vein isolation procedure a faradrive was selected for use. During device preparation, the sheath was full of bubbles, it was not possible to get rid of them. During manual flushing with syringe there was always a bubble formation in the luer (flushing side port). The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that during preparation of an atrial fibrillation (a fib) ablation - pulmonary vein isolation procedure a faradrive was selected for use. During device preparation, the sheath was full of bubbles, it was not possible to get rid of them. During manual flushing with syringe there was always a bubble formation in the luer (flushing side port). The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.